Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple call service cs 052 alarms on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the pump history was reviewed and found evidence that call service 052 alarms had occurred. The pump powered on successfully and was exercised for 24 hours without alarms being duplicated. The issue was observed in the pump history but was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.